Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the display wires were pinched and the red insulation was compromised. It was noted four case screws were contaminated.

Event description:
It was reported the pacemaker wires from the patient will not lock into the ventricular lead side. A new set of wires was put on thinking that was the problem but it still happened so the problem was with the pacemaker itself. The external pulse generator was returned for test and calibration. No patient complications have been reported as a result of this event.